Event description:
Baxter reported an unsuccessful prime on the homechoice set. Per international affiliate that pt was connected at the time of the priming cycle. No pt injury or med intervention was associated with this incident per the international affiliate.